Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with d&c due to sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe urinary problems, pain during intercourse, mesh extrusion, exposure, physical pain and discomfort, exposure and extrusion of sub urethral mesh and urinary problems. It was reported that patient underwent excision of suburethral mesh and cystourethroscopy on (B)(6) 2013. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.